Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: underweight, broken shell, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, crease sharp broken on anterior and stress marks. Based on the device analysis the final assessment is: crease sharp broken on anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was not provided; rupture was discovered during surgery.